Event description:
It was reported that the screw was broken during the operation and the surgeon spent 1 hour taking it out. It delayed the operation time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The manufacturing documents prove that the correct manufacturing processes and the correct material were used. A visual inspection was completed. We suppose that a mechanical overloading situation led to the breakage. No product or material related irregularity was found.